Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the force bipolar instrument had an issue. A similar backup da vinci instrument was used to continue with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the forced bipolar instrument wouldn't release off the tissue and caused an unrecoverable fault on the working arm. There was no injury to the patient. The surgeon was able to slip the tissue out without using the instrument release kit (irk). There were no intra-operative complications to the patient. The instrument was inspected prior to use and there was no damage or anything out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips or conductor wire damage was observed. The electrical continuity test passed. Instrument was placed on system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function in normal and strong mode successfully. Bipolar energy cord was successfully connected to generator and instrument. Energy activation test was then conducted on system.